Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence, significant tearing of previously placed mesh, extensively scarred and adhered mesh, infection and large pocket of fluid, fever, leukocytosis, large pocket of fluid of turbid color, and indurated cellulitic area. Post-operative patient treatment included placement of new bard perfix plug mesh, incision, drainage and sharp excisional debridement of infected subcutaneous fat, large pocket of fluid drained, wound vac and penrose placement as well as excision of previously placed mesh due to infection.